Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) technical support to report a 16-1535-0 - micropore-paper tape 1x10yds w/dispenser. The patient reported that the paper tape 1x10 irritate her skin. The patient involvement is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".